Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 47 mg/dl. Cause was not known. Customer consumed glucose tablets to address the low blood glucose and was advised by technical support to consult with a healthcare professional to discuss factors affecting their blood glucose levels. Customer understood and acknowledged the advice.